Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The catheter was not reset following patient insertion and the ¿check baseline¿ message was displayed through the entirety of the log files; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. With the ablation catheter in the left atrium, there was a question about the location of the catheter so it was decided to go back into the right atrium. The physician was checking the disconnection of the pulmonary veins by moving the ablation catheter into the left atrium when a sudden drop in blood pressure was then observed. A transthoracic echocardiogram was done which revealed a pericardial effusion. No perforation was noted. A pericardiocentesis was performed which drained approximately 150ml and the patient stabilized. The physician does not know the caused the pericardial effusion. There was no performance issue with any abbott device.